Event description:
It was reported while using bd secondary administration set, the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: texium sets continue to break apart. This one was broken when they removed it from the package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd secondary administration set, the tubing was damaged. There was no report of patient impact.the following information was provided by the initial reporter: texium sets continue to break apart. This one was broken when they removed it from the package.

Manufacturer narrative:
The following fields were updated due to additional information:d.9. Device available for eval?: yes.d.9. Returned to manufacturer on: 22-sep-2022.h.6.investigation summary: the customer reported texium sets continue to break apart, and returned one unused 10013364t. The sample was separated at the drip chamber, and the complaint is verified. The root cause for the separation is the solvent application during assembly. This issue is currently under a project to mitigate the risk of sets having the solvent issue at this connection.device history record review for model 10013364t lot number 22079388 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.